Manufacturer narrative:
Additional device manufacture date: 01/2009.

Event description:
This event occurred in one patient. In 2009, the patient underwent endoscopic sinus surgery using balloon sinuplasty devices to treat the left and right maxillary sinuses, along with treatment of the left and right ethmoid sinuses. The relieva stratus ethmoid spacer was implanted bilaterally. The left spacer implantation was completed without complication. Some minor difficulty placing the right spacer was noted, which was believed to be attributed to a deviated septum. Eighteen days later, the patient reported having pain in the right eye. CT scans revealed that the spacer was not properly positioned in the ethmoid bulla and had penetrated the orbital space. Its location was attributing to the patient's eye complaints. Patient was admitted to the or three days later, where a bilateral ethmoidectomy and septoplasty were performed. At that time, the left spacer was removed without incident. The physician noted a portion of the right spacer's shaft in the ethmoid space. The physician tugged the device by the anterior tip of the shaft, as well as deeper, near the position of the wings, but did not retrieve the device due to pain. The physician decided to defer the patient to another site, where an ent surgeon and oculoplastics surgeon were available. The entire device was noted to be easily removed two days later. Upon removal, a wing detachment occurred, but was retrieved without incident. The patient was discharged the same day, and reported to be doing well, with minor dilation causing light sensitivity noted. The patient returned for follow up two days later, at which point, symptoms appeared to be stable. Acclarent requested the ethmoid spacer for inspection and evaluation, to determine a root cause for this event. The device was not returned. The implanted spacers were manufactured in lots 090506a and 090108a, with expiration dates of 05/2011 and 01/2011. A lot history record review has been performed on both lots. All lots met specification, and there was no indication from the account of the event that a device malfunction occurred. As this was the physician's first ethmoid stratus case, and there were anatomical considerations of a severely deviated septum and damage to the ethmoid bulla, the cause of the injury is believed to be related to the technique of insertion. The ent consultant and physician believed that the previous attempt to remove the device in the office may have resulted in the detachment of the wing. Additional training with the physician will be performed to ensure proper technique in future cases.